Manufacturer narrative:
The field application specialist (fas) went to the customer site and reviewed the error logs, quality control (qc) records and the maintenance logs. No issues were identified. The cause for the (B)(6) total result is unknown. Siemens healthcare diagnostics has requested the patient sample for further testing and investigation. The instrument is performing within specifications. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results."

Manufacturer narrative:
On 03/09/2015 additional information:siemens received the patient sample to be tested in-house. The sample was tested on three (B)(6) total lots (100066, 100067 and 100070). The results were negative for all the lots. The results were consistent with the customer's observations. In-house (B)(6) (index value) results:(B)(6).the patient sample was also tested for (B)(6). For (B)(6), the patient sample was also run for hbt (heterophilic blocking tube) / nabt (non-specific antibody blocking tube) testing.results:(B)(6). Overall the sample was negative for (B)(6). All the other markers were negative indicating a potential profile of a late incubation period of (B)(6) infection. With the late incubation period, it is possible that the (B)(6) result would be negative. In most cases, where a (B)(6) result and a (B)(6) result are observed, the (B)(6) would also be (B)(6) indicating an acute infection. The profile of this patient had a (B)(6). The investigation shows a possible (B)(6) mutation. On 03/24/2015:the customer provided further information for the patient. The patient is on tenofovir. On 05/15/2015:based on the investigation, the customer agrees that this maybe an (B)(6) mutation.the cause for the discordant (B)(6) result is possible (B)(6) mutation.the instrument is performing according to specifications. No further evaluation of the device is required.the IFU states in the intended use""this assay can be used as an aid in the diagnosis of individuals with acute or chronic hepatitis b virus (hbv) infection and in the determination of the clinical status of hbv infected individuals in conjunction with other hbv serological markers for the laboratory diagnosis of hbv disease associated with hbv infection."

Event description:
A (B)(6) advia centaur xp hbc total result was obtained for a patient sample. The patient sample was repeated and the result was (B)(6). The patient sample was tested on an alternate method and the result was (B)(6) for (B)(6). The (B)(6) result was consistent with the clinical pricture. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.